Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (62 mg/dl). Contacted stated that they believe the pump basal rate is set too high. Customer ate and set a temporary basal rate of 0 units to stabilize blood glucose levels. Contact stated they will contact the customer's health care professional to adjust pump basal settings.